Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the staff was running hemodialysis, the extension on the dialysis catheter cracked and then broke. It was immediately recognized, and pressure was held. The session had to be stopped, and the catheter had to be replaced by the provider. It was also mentioned that an intervention was required. There was no reported patient outcome.